Event description:
The pt had a red heart alarm. The pump shut off and controller changed out pump unable to turn back on. This is due to hemolysis. Hmii shut off. Tee completed. Grim outcome given dnr/dni